Event description:
The ge oec 9800 fluoroscopy system intermittently would lock-up while booting up. No boot occasionally.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that the facility power in certain operating room suites was not sufficient for the system to operate as configured. The isolation transformer was re-strapped to a lower voltage to eliminate the system malfunction. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.